Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that was not cooling. They ran a calibration and failed for an error 80 (non-recoverable system error) expected value was 6 and actual value was 27. Per additional information updated from wo on 02jun2025, the chiller temperature (t4) was 25.0 and the chiller tank was empty, confirmed mixing pump has failed but recommended sending in for assessment to ensure the chiller was not damaged since the device has been on all morning without water in the chiller tank.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. Per additional information, the chiller temperature (t4) was 25.0 and the chiller tank was empty, confirmed mixing pump has failed but recommended sending in for assessment to ensure the chiller was not damaged since the device has been on all morning without water in the chiller tank. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that was not cooling. They ran a calibration and failed for an error 80 (non-recoverable system error) expected value was 6 and actual value was 27. Per additional information updated from wo on 02jun2025, the chiller temperature (t4) was 25.0 and the chiller tank was empty, confirmed mixing pump has failed but recommended sending in for assessment to ensure the chiller was not damaged since the device has been on all morning without water in the chiller tank.